Event description:
The hcp reported that the patient was experiencing new or different sensory complaints or paresthesias at level t11-12. The tip of the catheter was at the level of t11-12. The patient was experiencing weakness of the lower extremities. The pump contained morphine 65 mg/ml at a dose of 23.75 mg/day; clonidine was also in the pump, concentration and dose are unk. The mass was removed or surgically explored and the catheter removed in 2005. Aerobic and anaerobic cultures were taken and were negative. A new drug delivery system was implanted four days later. Final patient outcome was not reported.